Event description:
On (B)(6) 2013, the patient reported that he had been in the hospital with elevated blood glucose levels on (B)(6) 2013. On that day, at 3:00am he experienced frequent urination and his blood glucose level was hi. He bolused 10 units of insulin. The patient tested his blood glucose level and it was still hi and he bolused another 10 units of insulin. He then slept for 2 hours. When he tested his blood glucose level again, it was still hi and his son then called 911. The patient felt dizzy and could not walk. The emt's took the patient to the hospital. At 9:00am, while in the hospital, his blood glucose level was 711 mg/dl. The patient's target range is 130-150 mg/dl. The patient was given an IV of insulin and stayed in the hospital for two days. The patient's doctor wanted the patient to switch to his backup infusion device. After switching to his backup device, the patient's blood glucose levels returned to normal. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. All alert and error messages were triggered correctly. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.